Event description:
The customer reported that an 840 ventilator stopped cycling. No pt involvement. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed extended self-testing.